Event description:
It was reported that during a distal radius procedure, multiple screws failed to lock into the plate as intended. The surgical team attempted to secure a (B)(6) va locking screw, which would not lock, and subsequent attempts with additional (B)(6) and (B)(6) va locking screws also failed. Inspection of the plate and screw threads revealed no visible damage. Eventually, a shorter (B)(6) va locking screw was used, which locked after several attempts with considerable force, allowing the procedure to be completed. There was no reported patient harm or significant delay. The plate was implanted, while the affected screws were discarded.

Manufacturer narrative:
Product complaint(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.